Event description:
It was reported by the customer that the blade broke at the mount during testing. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.